Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on an unknown date. During the procedure, the cutting wire of the autotome rx 39 broke off. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result). The returned autotome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was blackened, broken, and detached. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, broken and detached. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can detach it. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on an unknown date. During the procedure, the cutting wire of the autotome rx 39 broke off. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.